Event description:
A report was received that the patient was not experiencing adequate coverage following a dental examination. Reprogramming was attempted but was unsuccessful. The patient underwent a lead revision and the physician replaced one of the leads. The physician suspected malfunction as two contacts displayed high impedance readings. The patient was reportedly doing well following the revision.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.